Event description:
Pt developed an infection on her face post portrait psr procedure. Pt refused to take antibiotics or to see her doctor for a culture. Pt used topical biafine is healing, and now requests an ipl treatment on her chin to reduce residual erythema.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.